Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain\pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included cyst. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included irritable bowel syndrome, body mass index normal, menometrorrhagia, dizzy, abdominal pain, weight loss, numbness of extremities, anxiety, depression, joint pain, uterine bleeding, vaginal itching, vaginal irritation, vaginal odor, nabothian cyst, dysfunctional uterine bleeding, irregular menstruation and pelvic adhesions. Concomitant products included biotin, calcium citrate, cholecalciferol (cholecalciferol), doxycycline hyclate and nicotinamide (vitamin b3). In 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus ("allergic or hypersensitivity reaction type: itching"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: b.v. Yeast"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("eyes blurry"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes or skin conditions type: skin rash") and bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: b.v. Yeast"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and pain ("pain-body aches"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage and abdominal pain lower had resolved, the genital haemorrhage, menorrhagia, vaginal haemorrhage, pruritus, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, rash, bladder disorder, urinary tract disorder and bacterial vulvovaginitis outcome was unknown and the pain was resolving. The reporter considered abdominal pain lower, alopecia, bacterial vulvovaginitis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, pruritus, rash, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: hormonal management failed to treat these symptoms. Discrepancy -date of insertion: (B)(6) 2014. Current weight 145 lbs. Discrepancy noted in essure removal details: if you have not had your essure removed, are you currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, hair loss, body aches, menorrhagia, vaginal bleeding, vaginal discharge, itching, yeast infection of the vagina. Most recent follow-up information incorporated above includes: on 22-feb-2019: pfs received: reporters were added. Reporter's demographics were added. Events- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: itching, infection (bladder/ urinary tract/vaginal) type: b.v. Yeast, rashes or skin conditions type: skin rash, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: eyes blurry, fatigue, weight gain, hair loss, body aches device monitoring procedure not performed were added. Outcomes were added. Concomitant drugs and conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain\pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's medical history included paratubal cyst and back pain. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included irritable bowel syndrome, body mass index normal, menometrorrhagia, dizzy, abdominal pain, weight loss, numbness of extremities, anxiety, depression, joint pain, uterine bleeding, vaginal itching, vaginal irritation, vaginal odor, nabothian cyst, dysfunctional uterine bleeding, irregular menstruation and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2004 to 2014 for contraception as well as biotin, calcium citrate, colecalciferol (cholecalciferol), doxycycline hyclate and nicotinamide (vitamin b3). In 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus allergic ("allergic or hypersensitivity reaction type: itching"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: b.v. Yeast"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("eyes blurry"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes or skin conditions type: skin rash") and bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: b.v. Yeast"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain lower ("cramping"), pain ("pain-body aches") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage and abdominal pain lower had resolved, the genital haemorrhage, menorrhagia, vaginal haemorrhage, pruritus allergic, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, rash, bladder disorder, urinary tract disorder, bacterial vulvovaginitis and vitamin d deficiency outcome was unknown and the pain was resolving. The reporter considered abdominal pain lower, alopecia, bacterial vulvovaginitis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, pruritus allergic, rash, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: hormonal management failed to treat these symptoms. Discrepancy date of insertion: on (B)(6) 2014. Current weight 145 lbs. Discrepancy noted in essure removal details: if you have not had your essure removed, are you currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, hair loss, body aches, menorrhagia, vaginal bleeding, vaginal discharge, itching, yeast infection of the vagina. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event vitamin d low added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain\pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's medical history included paratubal cyst and back pain. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included irritable bowel syndrome, body mass index normal, menometrorrhagia, dizzy, abdominal pain, weight loss, numbness of extremities, anxiety, depression, joint pain, uterine bleeding, vaginal itching, vaginal irritation, vaginal odor, nabothian cyst, dysfunctional uterine bleeding, irregular menstruation and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2004 to 2014 for contraception as well as biotin, calcium citrate, colecalciferol (cholecalciferol), doxycycline hyclate and nicotinamide (vitamin b3). In 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pruritus allergic ("allergic or hypersensitivity reaction type: itching"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: b.v. Yeast"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("eyes blurry"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes or skin conditions type: skin rash") and bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: b.v. Yeast"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain lower ("cramping"), pain ("pain-body aches"), vitamin d deficiency ("vitamin d deficiency") and abdominal distension ("bloating") and was found to have weight decreased ("dropped 5 pants sizes"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage and abdominal pain lower had resolved, the genital haemorrhage, menorrhagia, vaginal haemorrhage, pruritus allergic, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, alopecia, rash, bladder disorder, urinary tract disorder, bacterial vulvovaginitis, vitamin d deficiency, abdominal distension and weight decreased outcome was unknown and the pain was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, bacterial vulvovaginitis, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, pruritus allergic, rash, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d deficiency, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: hormonal management failed to treat these symptoms. Discremptency -date of insertion: (B)(6) 2014. Current weight 145 lbs discrepancy noted in essure removal details: if you have not had your essure removed, are you currently planning for essure removal: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, hair loss, body aches, menorrhagia, vaginal bleeding, vaginal discharge, itching, yeast infection of the vagina. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter was added. New events bloating and weight loss were added. On 23-mar-2020: social media content received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: hormonal management failed to treat these symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.